Event description:
It was reported that the user experienced prolonged high glucose while using the ilet, reaching 401 mg/dl, without occlusion alerts, and had been announcing multiple meals to accelerate correction because the pump was perceived as slow. A supply change was performed and glucose began to decline, and the pump is now maladapted due to repeated multi-meal announcements, with frequent snacks sometimes entered as meals. Symptoms included hyperglycemia with associated distress and irritability. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.